Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of 63mm abdominal aortic aneurysm .  It was reported during post-procedure injection, using an occlusion balloon within the graft, revealed contrast penetration through the graft- described by physician as "jet-like". The contrast did flush into the aneurysm sac during this fluoroscopic run. An additional endurant limb ( etlw1616c82e, sn (B)(4)) was implanted to reline the area where contrast leakage that was identified by the surgeon. The event is reported to be resolved.   No cause of the event as per the physician was provided.    No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Product analysis #(B)(4):1x 3 mansion report and 2 x videos were provided with the mpxr report on (B)(6) 2022. Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 19-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak seen immediately following implant was confirmed on the films provided; however, the cause and subtype of endoleak could not be determined. The videos were recorded from a screen monitor and are of low resolution. Post-implant CT¿s were not available for complete review of the stent graft in-vivo configuration. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak type difficult. A type iiia separation endoleak is unlikely, as there appeared to be adequate component overlap at all junctions. A type IV endoleak cannot be ruled out, however, the endoleak appeared in an area of double layer of graft material, where there is reduced graft porosity. Although a type iiib fabric endoleak would be less likely to have occurred at index, analysis of the returned films did show calcification in the distal aorta that has potential to contribute to an acute fabric tear. B5; additional information recieved ; it was reported the physician is not 100% certain as to the cause of the leak seen on angiography. The physician stated ¿it looks like there is a hole or disruption of the graft¿ but this could not be confirmed. To fix this problem, a second graft was placed inside the graft on the left side which was the ¿suspected¿ problem. After this ¿reline graft¿ was placed (16x16x82), post angiography did not evidence the same type of leak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.